Manufacturer narrative:
The results, method and conclusion results along with the investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient had an unrelated surgery and the field representative was unable to communicate with the ipg after the surgery. The patient had the ipg replaced and effective therapy was restored post operation.